Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1006 indicative of high voltage detected on the right ventricular (rv) lead during a charge. Technical services (ts) reviewed the data and noted a shock was delivered for what appeared to be ventricular tachycardia (vt). The shock converted the rhythm; however, the shock triggered the code 1006. Ts noted all subsequent shock attempts failed to charge up and were aborted. Ts also noted the shock tripped a fuse in the can, which damaged the device, leaving the device unable to support high voltage shocks. Ts confirmed that an insulation issue led to the code 1006 and failure to shock, and recommended device replacement. This ICD was explanted and successfully replaced, and no additional adverse patient effects were reported. This ICD was returned for analysis.